Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the usb wall adapter. The customer confirmed that they were able to charge the pump using an alternate adapter. There was no impact to the customer's blood glucose level.